Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing noted. The insulin pump was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, reservoir tube lip, and broken belt clip.

Event description:
It was reported that a button was not working on the customer's insulin pump. Customer also stated there were cracks on the insulin pump and the belt clip locking mechanism came out. The customers blood glucose was 65 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.